Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Event description:
Incident summary: the nurse put the needle into the patient, pushed the medicine in, and when she went to pull the syringe out of the patient, the needle stayed in the patient. The nurse had to pull the needle out with her hand. So, the needle became dislodged from the syringe while it was in the patient. You can see the dried glue in the middle of it. Care: there was no extra care needed to be given after the needle was removed. The rn held pressure for a few seconds and then placed a bandaid over the site.